Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on thursday with blood glucose of 626 mg/dl at the time of incident and 296 mg/dl at the time of call. The customer was treated with intravenous drip in the hospital. Customer experienced symptoms such as vomiting, difficulty breathing, abdominal pain, sickness. Customer declined troubleshooting for high blood glucose. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.